Event description:
It was reported during a procedure to implant an additional scs lead to address new pain the physician was unable to properly place the lead and a dural puncture occurred. The physician abandoned the procedure. A blood patch was done. The patient reportedly did not experience any symptoms postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.